Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 17-oct-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was experiencing intermittent debilitating pain so a catheter access port/dye study procedure was done. The doctor was unable to aspirate medication out of the catheter during the procedure. A catheter revision was planned but not yet scheduled. The issue was not yet resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8731 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 25 mg/ml bupivacaine at 1.3 mg/day and 20 mg/ml morphine at 1.1 mg. It was reported that the patient came in today (B)(6) for a catheter revision. Old catheter tied off, new catheter implanted, but no flow. Could not get another catheter in with flow, explanted all and pump. The patient will be brought back at later date to implant new pump and catheter. The catheter would not be returned as it was discarded by the customer. There were no known environmental/external/patient factors that may have led or contributed to the issue. There was no known troubleshooting performed. It was then reported that the issue was resolved at the time of the report (the patient would come back for new pump and catheter implant). There were no symptoms reported. There were no further complications reported/anticipated.